Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the device lost power, the battery does not function. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the service technician noted the following action taken during testing and visual analysis: after pre-repair diagnostic assessment, the device has not been serviced. The service technician noted the following action taken: no failure identified if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history review of the device has been performed. The review indicates that the device has not been serviced during the past 6 months. There is no information relevant to the current complaint issue. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.